Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the battery cap had stripped threads and the contact width and height were out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and stripped threads on the battery cap with the contacts out of specifications. This report is made based on results of investigation completed on 10/24/2013. There was no adverse event associated with this complaint.